Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to the customer's blood glucose level. The customer attempted multiple solutions, including using different charging cables and wall adapters, without success. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.